Event description:
Information was received indicating that a full system revision surgery was planned for a patient who was experiencing an unspecified problem with their lead. It was stated that the generator would be replaced at the same time the lead was replaced. It was later reported that the revision surgery was completed. The explanted devices have not been returned to the manufacturer to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanted device was discarded by the explanting hospital.